Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. Not returned to manufacturer.

Event description:
It was reported that there was a break-down of the hospital's electrical energy supply. An emergency backup generator was reportedly activated but the ventilator stopped operation afterwards. The ventilator was replaced and, no patient consequences have reportedly occurred.

Manufacturer narrative:
The user facility did not involve the local dr¿(B)(6) s&s organization in examination and repair of the device. Dr¿(B)(6) requested further information from the hospital whereupon it was replied that the device is back in use again after replacement of a surge protection diode in the internal power supply. The surge protection diode is a measure to prevent from damages occurring as a consequence from transient voltage spikes. Similar to the blowing of a fuse due to over current, a surge protection diode will cut-off the electronics behind from supply voltage if a transient voltage spike (surge impulse) occurs. It is seen likely that this surge was resulting from activation of an insufficiently synchronized back-up generator after the energy supply break-down. Dr¿(B)(6) finally concludes that the device behaved as specified upon a deviation that was resulting from infrastructure problems. The breakthrough of the surge protection diode ensured that the electronic systems of the device were not damaged by the voltage spike(s).

Event description:
It was reported that there was a break-down of the hospital's electrical energy supply. An emergency backup generator was reportedly activated but the ventilator stopped operation afterwards. The ventilator was replaced and, no patient consequences have reportedly occurred.